Event description:
Customer reported to distributor that the handle of a dorc illuminated laser probed leaked liquid from handle. Doctor was able to use a second probe from same lot without incident.

Manufacturer narrative:
Device was evaluated and was concluded that the most likely cause was that the fiber wasn't fully glued in the capillary and handpiece having a consequence that a space arose between the fiber and capillary and also to the handpiece, which caused the leaking of humidity during the case.